Manufacturer narrative:
The product was not returned for laboratory analysis. Review of the angiogram for this case was unable to conclusively determine the cause for the nose cone dislodging the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An aortogram taken after the upwards valve movement revealed good coronary flow and no aortic regurgitation. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Other system products: evolutr-29/sn (B)(4), enveor-l/ lot 0007822778. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was hemodynamically un stable and blood pressure was not fully recovering after advancing through the rumble strips. The valve was deployed at a depth of 5 mm in a desirable position. On retrieval of the nose cone, the nose cone appeared to catch the bottom of the valve frame an upward movement of the valve was observed. The blood pressure did not recover and cardiopulmonary resuscitation (CPR) commenced. An aortogram taken after the upwards valve movement revealed good coronary flow and no aortic regurgitation. CPR was continued while a second transcatheter bioprosthetic valve was loaded and implanted in a deeper position. There was no blood pressure recovery and the patient was intubated. Episodes of ventricular fibrillation were noted and shocked causing sinus rhythm to return. Thirty minutes of CPR via the lucas machine was performed. There was no patient pressure response or recovery. Subsequently, the patient died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.